Manufacturer narrative:
Test strip lot# 1020214027, expiration date: 01/2016, control solution lot# 1030514339, range: 82-127 mg/dl. The meter and test strips will be returned for evaluation. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
The consumer called into customer support because she received three (3) readings this morning that she felt were inaccurate because they were too far apart. It was reported to nova biomedical that a consumer received a result of 70 mg/dl on their blood glucose meter. The consumer immediately performed two additional tests using the same meter and strips from the same vial getting the following results of 162 mg/dl and 149 mg/dl.